Event description:
It was reported that during a mucoprolapsectomy according to longo procedure, after closing the mucosal prolapse with the stapler (after having created the purse-string suture with the addition of a further traction suture at 9 o'clock), the surgeon fired the device. The surgeon waited about 45 seconds before opening the device. When opened, it was noticed that half of the staples were laying open on the mucosa, which had been cut both on the right and on the left side (from 11 o'clock to 6 o'clock). The remaining staples were still in the stapler. Procedure was completed by manual sutures. There was no adverse patient consequence.

Event description:
The device was used on rectal wall (mucoprolapsectomy). The quality of the tissue was normal.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition with only 11 staples partially formed present in the pockets; the breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, one unformed staple was received inside a small bag. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional comments: when the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? At the bottom. Did the surgeon wait the recommended 30 seconds before firing the device? Yes, he did was buttressing material utilized? Biosyn 2/0. Was the instrument fired across or near an existing staple line or clip? No, there was no previous staple line or clips. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Surgeon heard a mild "crunch ' sound and it wasn't possible to fire the device further. Were any unexpected noises heard? No unexpected noise was heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Forces employed were normal. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes, the head of the device was trapped; it took four revolutions in order to remove the head of the device out of the rectum. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? View control and tactile control. What is the current status of the patient? He's healthy.